Event description:
The patient is pursuing a product liability claim arising out of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant in (B)(6) 2007 and was revised on (B)(6) 2011 due to loosening. Since the exact date of implantation was not reported, we will enter ther 1st day of the month as implantation dat.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a correction in july 2008, hence this case will not be investigated. (B)(4).